Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement and loss of capture. The field representative reported that the patient was having a heart rate of 20 beats per minute (bpm). The lead was found to be fractured which was confirmed through x-ray. No asystole greater than 2 seconds noted. The device remains in service while the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.